Event description:
Information received by medtronic indicated insulin pump had insulin flow block alarm and stuck button alarm. Customer reported hyperglycemia and infusion set had bent cannula. Custom reported auto mode was active at the time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.